Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported, that the cause of the por was not determined. They were not sure. They reset the programmer, and no longer had an issue. The issue was resolved. And the patient had not contacted the clinic about any further issues, since the last clinic visit.

Manufacturer narrative:
Concomitant medical products: product ID: a510, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when attempting to use the patient application the handset displayed a message, internal device has lost all data contact the clinician. The caller interrogated that ins with the clinician application which connected. The caller reported that there was no usage data is displayed in the clinician app. The caller connected successfully once with patient application and then the second time that they attempted to connect they got the error message. The caller indicated that the ins was off when the patient came in for the appointment today. The patient had been able to use the patient application prior to today. The caller checked battery life which showed 75.5-99.9 months, 7 programs and program a all visible. The rep deleted program a during the call. The caller confirmed that program a was not added to the ins at the appointment today. The caller ended the session and then was able to successfully connect with the patient application. The caller attempted to connect a second time and again was successful, the caller also turned therapy off and back on. The troubleshooting steps that were taken on the call resolved the issue.